Event description:
This supplemental report is being filed based on trend inclusion and an updated evaluation conclusion code.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient heard tones from this implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement. It was noted that the patient had not had an in-office device check since the high out of range measurement, so the alert had not been cleared with a programmer resulting in the patient continuing to hear tones from the device. The boston scientific representative (rep) indicated that there was no problem with the right ventricular (rv) lead but that it was running at a high shock impedance value and that upon evaluation, the shock impedance range upper limit will be increased to 200 ohms. It was also requested that the clinic bring the patient in so that the alert can be cleared to stop the device from emitting tones. The device remains in-service. No patient symptoms or adverse patient effects were reported.